Event description:
It was reported to boston scientific corp that a prefyx pps system was used during an unk procedure in 2009. According to the complainant, three months post procedure, the pt presented with bloody discharge and erosion of the urethra. The part of the urethra and sling that had eroded was removed in surgery. The rest of the mesh remains in place. According to the complainant, there were no long term effects of erosion.